Event description:
The hill-rom technician reported that the nurse call function did not work on this bed. He said that the light came on but no nurse call was sent to the nurses' station. He isolated the issue to the utv board. He replaced the utv board and the nurse call functioned properly.